Manufacturer narrative:
Note: product reference 4430433 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st301f st set sil 6,5f IV reference 4430433 from batch 37022339. Device history record batch record file number 37022339 was reviewed: the batch was manufactured within the specifications, and no discrepancy was observed during inspection steps. No other complaint was reported on the units from this batch released in may 2024. Summary of investigation the device involved was returned for investigation. Review of information transmitted: the device was implanted on (B)(6) 2026, the defect was detected after a very short implantation duration: 21 days later, on (B)(6) 2026. No defect or problem was noted during the implantation procedure. The physician who performed the implantation has 15 years' experience with the celsite access port range. The chest x-ray report of (B)(6) 2026 does not mentioned any problem related to the access port. Visual inspection of the returned device: the access port housing, the connection ring and a small piece of catheter still mounted on the exit cannula of the access port housing were returned for investigation. The catheter is torn on the exit cannula, at the level of the harpoon. The rupture facies is irregular. Dimensional measures: the exit cannula and the connection ring were verified: there dimensions are within the defined specifications. The catheter could not be verified as the very small piece of catheter was torn and distorted by the connection. Raw material historical review: the batch records of the elements included in the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing were also compliant upon receipt and no other confirmed complaint was initiated on other finished batches produced with the same raw material batches. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Defect reproduction we have succeeded in reproducing this type of defect by mounting the catheter slanted over the exit cannula, it is then damaged by the connection ring. Root cause the catheter rupture under the connection ring results from the extension of damage to the catheter done during the implantation procedure. Indeed, after the implantation, this part of the catheter, at the level of the exit cannula, is protected by the connection ring. The extension of the damage due to mechanical forces applied on the device during the implantation period (patient movements, breathing etc.) Would finally lead to the catheter rupture. The IFU specifies several recommendations to avoid this type of complication. Conclusion the received elements allow us to say that the catheter has been damaged during the implantation procedure either by a tool or to a slanted mounting of the catheter over the exit cannula. This is a rare incident; no action plan is foreseen at that time.

Event description:
"I am contacting you regarding a malfunction that occurred with an implantable port, reference st301f, batch 37022339, expiration date 12/20/2028, which was implanted on (B)(6) 2026, in our facility. The plastic connector between the port and the catheter was not watertight despite correct initial positioning."